Event description:
It was reported that during a knee ligamentoplasty surgery it was noticed that the screw is too small. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-4020c-06 interference screw and packaged interference screw sheath component were returned for evaluation. Fit testing determined that there were no issues in mating the returned interference screw with the sheath component. No problem found.